Manufacturer narrative:
Investigation summary: "material #: 367276. Lot/batch #: 1146651. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for collapsed tube was observed. Based on a review of the device history record for the incident lot, a quality issue was identified during production. The oven had been waiting for materials for a prolonged time. If product waits near the oven for greater than twenty (20) minutes it deforms the tube body in the first row of tubes closest to the oven. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Short-term and long-term measures have been implemented to mitigate the collapsed tube issue. The indicated batch was produced prior to mitigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold customer found it collapsed after centrifuge. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, it was found that the tube was collapsed.¿